Manufacturer narrative:
This unit was returned for failure analysis and reported event was confirmed and replicated. Upon visual inspection, no problem related to the reported issue was found. The unit was installed in an in-house testing system and powered on with a fault indication tower overheating and the error 46601 was triggered. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported event can be attributed to a fault of an component or module within the endoscope system controller. This issue can be resolve by replacing the affected esc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 374500-34 endoscope controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system was giving a couple of error messages. Customer informed there was an overheating warning and system shut. Prior to calling, the customer restarted the system successfully but then the system faulted with non-recoverable error 46601 pointing to the escp. Technical support engineer (tse) instructed the customer to restart the system again and the system powered on with an overheating warning on the screen. Shortly after the system faulted with non-recoverable error 46601. The procedure was completed robotically on an xi system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed transvaginally, as all that remained was closing the vaginal cuff. The surgeon then looked laparoscopically to verify cuff closure. There was about a 30-minute delay with multiple system restarts.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Further investigation by engineering revealed that the unit failed functional testing, and the escp was determined to be defective. Based on these findings, failure analysis concluded that the escp board is the root cause of the issue. The probable root cause of the reported event can be attributed to a fault of a component or module within the esc board. This issue can be resolve by replacing the affected esc via fse service or switching to a different system.